Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that the blue plastic purge disc slot on the impella aic (automated impella controller) detached. There was no patient involvement.

Manufacturer narrative:
The investigation of aic - purge disc/flag issues has been completed. No data review is needed for this complaint because it was only reported that the retainer was broken. The purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disc retainer. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12846: d4 model number e4 should have been left blank